Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: this complaint was derived from a truspan survey, and there is no possibility for device return, as doctor surveys could be a few years old from date of failure. Therefore, a physical evaluation is not possible. Pictures were not provided. No product code or lot number was not provided in the survey which precludes conducting a DHR review or a lot specific search in the complaints handling system. It was stated the user experienced ¿pullouts/tensioning issues¿ with no procedure date or alert date provided. This complaint is not confirmed. Reviewing the additional information from the user, it was concluded that the user is extremely satisfied with the truspan product and has no additional comments on the failure reported. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The lot/serial number device is unknown; therefore, the manufacture date is unknown. Please refer to the medwatch reports associated with the related devices. Mwr-1221934-2018-54732, mwr-1221934-2018-54733, mwr-1221934-2018-54735, mwr-1221934-2018-54736. UDI: (B)(4)-unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
It was reported by the physician that during a post market clinical follow-up truespan survey, it was discovered that there were five cases associated with issues related to the implant pulling out and tensioning. The reporter did not provide any additional information.